Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb) and performed extended self-testing on the device and all tests passed

Event description:
It was reported that, a patient was removed from a 980 ventilator and transported for a computerized tomography (CT) scan. The ventilator was turned off and the patient was manually ventilated via an ambu bag. Upon returning from the CT scan the ventilator was powered on however, the ventilator went into an inoperable state. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.